Manufacturer narrative:
Corrected data: work order search: no similar complaint type events were reported for units within the same lot. Claim #: (B)(4).

Manufacturer narrative:
Product evaluation found that the lens was returned liquid in the lens vial. Visual inspection found the optic torn and the haptic deformed. (B)(4).

Event description:
The reporter indicated that the surgeon attempted to implanted a cq2015a, +16.0 diopter, collamer lens in the patient's left eye (os). As the surgeon was loading the lens, he was unable to get it in the injector. There was no patient contact with the lens. He decided to use and implant a back-up lens. The patient is currently fine.

Manufacturer narrative:
Additional information: device evaluation: no similar complaint type events were reported for units within the same lot. Claim #: (B)(4).